Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had button and motor error and e and a codes are also found. Customer¿s blood glucose level was unknown. Customer reported that they received no delivery alarm. Customer reported that the insulin pump had diminished battery life. Customer reported that the insulin was streaming while priming and during rewind. There was a scratch on the screen. The customer declined to troubleshoot for technical support. The insulin pump will not be returned for analysis.